Event description:
Consumer indicated the tampon elongated and came apart in pieces upon removal.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.